Event description:
It was reported the device was explanted, due to failure to convert vf, and high dfts. The device was replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Evaluation summary: no anomalies found.